Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the reported reamer interfered with a nail when the surgeon tried reaming for recon locking. The surgeon still inserted the reamer forward in spite of the interference, which led to a breakage of the reamer. The surgeon could not remove broken tip of the reamer and it was eventually left in the patient¿s body. There was twenty (20) minutes delay in the surgery. This report is for an unknown nail. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Patient information is unknown. This report is for an unknown nail/unknown lot. Implant and explant dates: it is unknown if the nail was implanted or not. Nail would not have been explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.